Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). The customer was sent a touchscreen. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
It was reported by the international customer that the ventilator touchscreen was "completely jammed". There was no patient involvement. The event date was not specified; estimate used.